Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "customer contacted me because respirator does not pass leak test despite replacement of expiratory valve and patient circuit and flow sensor." Health impact: no clinical signs, symptoms or conditions. No health impact or consequence identified.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for operation. The root cause was not determined but a defect seal ring in the ambient valve assembly (B)(6) which was replaced and brought to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "customer contacted me because respirator does not pass leak test despite replacement of expiratory valve and patient circuit and flow sensor." Health impact: no clinical signs, symptoms or conditions. No health impact or cosequence identified.